Manufacturer narrative:
For the investigation, the logbook of the affected evita xl device was analyzed and an on-site test run was performed by the dräger service technician. The cause of the reported event was most likely a temporary malfunction of one or both mixer cartridges, which caused operating voltage disturbances on the day of the event, leading to the two reported warm starts. The device behaved as specified and issued a high-priority alarm. The user responded and ventilated the patient with a manual ventilation bag. During the following on- site test run, no further device deviations occurred. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation continues with the old parameters. Immediately after restarting ventilation, an ¿mv low¿ alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. The evita xl device, product serial no. (B)(6), manufactured in november 2002, will no longer be repaired for economical reasons; instead, a new device will be purchased. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the evita xl stopped during operation. It restarted immediately. This happened twice within minutes. The screen went black, there was a high-pitched acoustic alarm, and then ventilation restarted. In between, there was ¿no flow.¿ the patient was ventilated manually until the device was replaced. No health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.